Manufacturer narrative:
Medtronic received the following information from a journal article entitled; satisfactory long-term outcomes of thoracic endovascular aortic repair with a bare stent for acute complicated type b aortic dissections lin y, dong s, luo j, bei w, liu q, pang x <(>&<)> liu h. Journal of endovascular therapy 2021, vol. 28(2) 275¿ 282 https://doi.org/10.1177%2f1526602820966991 if information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in the endovascular treatment of acute complicated type b aortic dissections. The following malfunctions were reported; endoleak the following adverse events were reported; rupture, dissection, stroke patient deaths were reported but there is no causal link that an endurant stent graft caused or contributed to any deaths.